Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of nurse call issue is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function, and patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for completion of return to stock recertification. There was no patient involvement, and no harm or injury reported. On evaluation, the nurse call/network port was damaged / pushed in. The connector would require replacement to address this issue. However, no repairs were completed, and the device was scrapped due to insect infestation.